Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that assistance with reprogramming of the patient¿s pacemaker to a particular mode was requested since there were numerous atrial arrhythmia and premature atrial contractions noted. However, it was not working because of far field oversensing in the right atrial (ra) channel. This oversensing resulted to numerous premature atrial contractions (pac) being recorded. The sensitivity was increased but then the device does not see the patient¿s rhythm and would consider the premature ventricular contraction (pvc) and pace inappropriately. It was finally decided to re-open the pocket and reposition the lead. Reportedly, the ra lead had dislodged into the right ventricle, which was confirmed through x-ray and upon revision. The lead was successfully repositioned. No additional adverse patient effects were reported. The system remains in service.